Event description:
The user facility reported that hemostasis was unable to be achieved using a tr band following an interventional procedure. The following information was provided by the user facility: the physician applied the tr band to the patient and attempted to inflate the device; however, the access site continued to bleed even after multiple attempts to inflate the device; a second tr band was placed and hemostasis was successfully obtained; and follow-up communication confirmed the patient was stable post procedure.

Manufacturer narrative:
(B)(4) - although there was reportedly no impact to the patient, the event description indicates that some minor blood loss did occur. The involved device was returned to the manufacturing facility in japan for evaluation. Thorough inspection and testing of the returned sample confirmed that there were no defects or anomalies and product performance specifications were met. Specifically, the tr band balloons were inflated and leak tested with no signs of leakage or deflation. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no indication that the cause of the reported deflation was related to a device defect based on the results of the returned sample evaluation. Qa has conjectured that the reported air leak may have been caused by some sort of foreign material becoming temporarily caught in the back flow valve. However, there was no evidence of any such foreign material in the returned device so this theory cannot be confirmed. The labeling does address the potential for such a deflation event in the instructions-for-use with statements such as: "be careful that no foreign particles get into the air injection port when injecting the air. The air could leak"; and "patient should not be left unattended while the tr band is in use." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).